Event description:
It was reported that an ilet user experienced hyperglycemia with a reported blood glucose of 240 mg/dl and dry mouth after a usual lunch, with glucose rising about one hour post-meal; the infusion site appeared dry with no leakage, tubing delivered drops on testing, and the user noted very low insulin volume and chose to perform a supply change, with the event attributed to corrections and the ilet being in its initial learning period. Symptoms included hyperglycemia and dry mouth. Outcomes included completion of troubleshooting and education and shipment of replacement supplies, with no hospitalization reported. Investigation included customer troubleshooting focused on infusion set function, tubing patency, and user supplies. Investigation of this case revealed no evidence of infusion site or tubing failure, and the event was associated with low available insulin and ongoing system adaptation during the initial learning period. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.